Event description:
It was reported that during an anterior lumbar interbody fusion (alif) l5-s1 procedure the threaded stylette snapped off inside the trial implant, inside the patient. The broken pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and the record indicates the parts were manufactured in conformance with synthes specifications. The product investigation visual inspection revealed the implant was received with marks. No manufacturing related fault could be detected.